Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that the dexcom system was not working properly. The patient's mother indicated that due to the dexcom not being correct, the patient experienced a life-threatening event that could have resulted in death. No additional patient or event information is available.